Event description:
It was reported a patient presented to the emergency department after receiving inappropriate therapy. The doctor was unable to send any documentation during the time of the call. The device inappropriately delivered therapy into an svt with rvr. Programming the vf zone to a higher rate was recommended. The patient's cardiologist will be consulted. No further information is available.

Manufacturer narrative:
(B)(4).